Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, while the dexcom app displayed glucose readings; the agent instructed the user to toggle the sensor connection and restart the ilet, after which the sensor paired and displayed readings, and blood glucose remained in range. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy continuity or patient status. Investigation included technical troubleshooting by power-cycling the ilet and re-establishing the sensor connection. Investigation of this case revealed a transient communication or pairing issue between the ilet and the dexcom g7 sensor that resolved with a device restart and reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity anomaly that was mitigated through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.